Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible loss of capture, based on the current electrogram (egm). The ra lead was capped and replaced. No patient complications have been reported as a result of this event.